Manufacturer narrative:
(B)(4).

Event description:
This complaint is intended to document an unknown number of occurrences where the patient experienced signal loss on her receiver. Patient was unaware of the times, lengths of times, or dates so dates listed are approximate.